Event description:
It was reported that this patient was syncopal. Upon device review, oversensing with pacing inhibition greater than two seconds was observed on this right ventricular (rv) lead. Isometrics were performed in clinic and the noise oversensing was recreated. Muscle stimulation was also reported. The rv lead was found to have insulation damage. The lead was abandoned surgically and replaced. The pacemaker was also removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.